Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred in the medicine area. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of "broken cable" was confirmed during device evaluation. The ac power cord was replaced to resolve the reported problem. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.